Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
On (B)(6) 2019, a home monitoring transmission from (B)(6) 2019 showing high shock impedances was reported. Additionally, the device reportedly increased from roughly 0 percent pacing to 100 percent pacing overnight. Changes to sensing and thoracic impedance trends were reported as well. On (B)(6) 2019, it was reported that the patient expired later on (B)(6) 2019. No explant has been reported. Cause of death is currently unknown. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. However, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. Should additional relevant information become available, this investigation will be updated.